Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter alleged that there was a temperature issue with the pump. It was noted that there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings: a review of the pump¿s black box history showed no evidence of voltage drops or excessive battery usage. Evidence of moisture contamination was found inside the battery compartment. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump. The temperature issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.